Event description:
Call from patient on (B)(6) 2012. States: is concern now is that the atrial lead is not working as it "fell out" and they did not fix it post implant at the cleveland clinic. Unknown physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).